Event description:
Caller states the patient teste >8.0 inr on the coaguchek xs system while a comparison lab returned as 1.5 inr. No treatment information provided. Requested return of suspect system and replacement was sent.